Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported detachment could not be conclusively determined.

Event description:
Upon removal of the sheath, the distal portion of the sheath was sheared off and remained in the vein. The detached portion was snared and removed from the patient with no adverse consequences to the patient.